Event description:
Md was in the process of using the resectoscope when the tip shattered and came off in the pt's uterus. Pieces of the tip were retrieved, but there was no way to verify if all of the pieces were retrieved.